Event description:
The customer contact reported the device would not turn on. The device was returned to the biomedical department for an unspecified reason. No specific patient information, device programming, or event details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device had a battery buildup, white matter, and possible corrosion inside the battery compartment. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. Although the device was not returned for investigation, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.